Manufacturer narrative:
The reported events of failure to capture, high pacing impedance and sensing issue were not confirmed. A complete lead was returned to one piece. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found.

Event description:
The patient presented to the hospital for an implant procedure. During the procedure, the left ventricular (lv) lead exhibited high pacing impedance, loss of capture, and low r-wave sensing, resulting in under-sensing. Despite multiple repositioning attempts, these issues persisted. The lv lead was not used and was replaced on (B)(6) 2025. The patient was discharged following the procedure.